Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained utilizing a right radial approach. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 4.00 x 24 synergy drug-eluting stent was successfully deployed. However, during withdrawal of the stent delivery system, it sheared off at the site where it came out of the guide. It was successfully removed from the patient's body via the guide catheter and guide wire. The procedure was completed with this device. No patient complications were reported and patient was unharmed and is recovering well.